Event description:
A distributor complaint report was filed by (B)(6) regarding a pump showing a lot of temperature alarms. There was no reported impact on the customer's blood glucose level as blood glucose values were not provided. The pump was set to be returned, and a replacement pump with a different serial number had been arranged for the customer. Additional information was not provided.